Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The deployment issue could not be confirmed due to the condition of the returned device. The separation was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the lot number was not reported and the packaging was not returned. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat an lesion located in an undetermined artery. The 6x40 xpert stent delivery system (sds) was advanced; however, the shaft bent. The device was retracted from the patient and a 6x30 xpert sds was advanced. During the attempt to deploy the stent, the device broke at the metal shaft. Another sds was used to successfully treat the lesion. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.